Event description:
It was reported to boston scientific that during a procedure the mini pursuer basket did not close to capture the calculi. Because of the device not closing there were difficulties removing the open basket without injuring the ureter. No patient injury occurred. No patient complications were reported as a result of this event. The patient's condition was reported as "ok."

Manufacturer narrative:
The device has not been returned, therefore, a failure analysis is not available. A review of the device history record revealed no anomalies that could be associated with this incident. Product unavailable for analysis.